Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7868065. Common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7868065. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy and heating sensation at the ipg site. As a result, surgical intervention was undertaken in 2023 wherein the ipg was explanted to address the issue. It is unknown which lead is responsible for ineffective therapy.